Event description:
It was reported via sprinklr that a skin reaction occurred. On (B)(6) 2024, the patient experienced abscess and cellulitis after the sensor was inserted. The patient reportedly wound up in the hospital. Attempts to contact the patient for more details about the event were unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).